Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. Beckman coulter (bec) customer technical support (cts) advised the customer to run a system check. Bec cts followed up with the customer on 24/may/2016. The customer reported performing two (2) system checks on (B)(6) 2016. Both system checks failed the substrate mean and substrate %cv. The customer reported they continued to run patient samples on the instrument after obtaining the failed system checks. Bec cts advised the customer to inspect the substrate system on the instrument. Upon inspecting the substrate probe, the customer noted the fitting to the probe was loose. The customer tightened the fitting and primed the system. The customer obtained a passing system check on 24/may/2016. The customer reanalyzed samples that were run after obtaining the failing system check and did not note any discrepancies. In conclusion, the cause of the non-reproducible access accutni+3 results is due to a system malfunction. The loose fitting on the substrate probe allowed for insufficient substrate delivery.

Event description:
The customer reported obtaining two (2) ind-flagged (indeterminate) troponin I (access accutni+3) results for one (1) patient sample. The ind flags were received, and the purpose of the ind result flag is to alert the customer that a sample reading is outside the range of the current assay calibration curve and cannot be distinguished from a system or operator error and indicates that a final result cannot be calculated. It is provided to prevent reporting of potentially erroneous results, which it did in this case as intended. The customer reanalyzed the sample a third time and obtained a result of 0.00 ng/ml. The reference range for access accutni+3 is 0.00-0.04ng/ml. There was no report of change or impact to patient care or treatment. Access accutni+3 quality control (qc) was within the laboratory's established limits prior to the reported event. The customer obtained an ind-flag for level one (1) qc after the reported event. The customer obtained two (2) failing system checks. Samples are lithium heparin plasma. Samples are centrifuged at 3,000 revolutions per minute (rpm) for eight (8) minutes at room temperature. There was no report of sample integrity issues.